Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about three (3) exactamix eva tpn bags had leaked from the top seal. This event occurred while compounding the bags with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the samples were provided for evaluation. Visual inspection of the first photograph did not reveal any abnormalities that could have caused or contributed to the reported issue. The second photograph revealed a leak near the top seal of the device. The reported condition was verified in the second photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.